Manufacturer narrative:
Hamilton medical ag comes to the conclusion: since the supplier of the replaced blower module found no defect, a definitive root cause could not be established. However, after the replacement of the blower module the device didn`t fail again.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: blower defective.